Event description:
As reported: "it was a 4.2 x 340 it snapped in hole 3 during a supracondylar nail. The scrub nurse has confirmed that they tested each hole on the jig with trocar and drill before putting the nail inside the patient. The surgeon didn't apply much pressure when drilling the hole either. We were unable to removed the snapped drill from the patient."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.